Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The service rep replaced the x-ray tube, the power cord, and the interconnect cable. The filaments were calibrated. The system was tested and is operating as intended.

Event description:
The customer reported that 9900 system displayed a communication failure error message. No pt injury was reported.